Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the time of the implantable cardioverter defibrillator (ICD) change out procedure, the right ventricular (rv) lead was not fully inserted into the device header. The pacing impedance was noted to be varying and oversensing/noise was observed in stored episodes. A revision procedure was performed to fully insert the lead. The ICD and lead remain in use. No patient complications have been reported as a result of this event.